Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent graft (vnmc4337c200tu and vnmc3737c223tu) were implanted during the endovascular treatment of a taa. Core lab review of CT imaging approximately 4 years post-index procedure identified stent fractures and stent ring enlargement in stent graft vnmc4337c200tu ((B)(6)). Stent ring enlargement was observed in stent graft vnmc3737c223tu ((B)(6)) with no stent fracture reported. Aortic enlargement was noted, with no stent ring migration or endoleaks observed in these devices. The maximum aortic diameter measured 58 mm. It was reported that approximately 4 years and 5 months post-index procedure, a type ii endoleak was identified by the site. No stent ring enlargement, stent ring migration, fracture or aortic enlargement was noted. No additional sequelae were reported and the patient will be monitored. A secondary procedure was carried out on the same day where three non-medtronic (gore) stent grafts were implanted. There were no procedural complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.